Manufacturer narrative:
Manufacturer narrative based on the new information, there is no indication that the pipeline flex with shield failed to open. The new information indicates that balloon angioplasty was used to achieve improved device-wall apposition. There may be occasions the device opens but due to anatomical factors at the target location, deployment may not achieve full device-wall apposition. Routine troubleshooting techniques as recommended in the IFU can be implemented to enhance device-wall apposition with minimal procedure delay. Per the pipeline flex with shield instructions for use, "carefully inspect the deployed pipeline flex embolization device with shield technology under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it." This event no longer fits the criteria for MDR reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the balloon was used adjunctively to achieve the appropriate wall apposition.

Manufacturer narrative:
The device was not returned as it was implanted in the patient. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Since the device was not returned the complaint could not be confirmed and the event cause could not be determined. Possible contributing factors of "failure to open the distal end" include damage to the pipeline braid, patient tortuous anatomy and deployment of the device on a bend. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. It is not recommended to initiate deployment of the device on a bend. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a balloon was used to open the pipeline with shield. The patient was reported to have been treated for one aneurysm that was asymptomatic. The aneurysm was previously coiled as was previously ruptured (hunt and hess grade 1). It was saccular shape, in the left posterior communicating artery with a max diameter of 10 mm and dome height of 8 mm. The neck was 4 mm, the parent artery distal was 3.3 mm and the proximal was 3.5 mm. The pcom artery was reported to have been covered by the ped. No patient injury occurred. Patient history: previous smoker, subarachnoid hemorrhage (excluding rupture of target aneurysm), asthma.